Event description:
It was reported via report work order that the right base tube was cracked where it attaches to the foot end caster, which could affect stability of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was confirmed that the patient right outer base tube weldment was cracked where it connects to the foot end right caster. The investigation also confirmed that there were no sharp edges and no functional or stability issues reported as result of this damage.

Event description:
It was reported via report work order that the right base tube was cracked where it attaches to the foot end caster, which could affect stability of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.